Manufacturer narrative:
The customer reported leakage, and returned one used sample of material 2420-0007, lot 24045519. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and then the leak was found at the silicon pumping segment. The leakage was confirmed, and at the upper fitment. The tubing had a small cut in the silicon tubing. The root cause for this type of failure can be traced to the clinical practice. The clinical team was notified of the issue. Device history record review for model 2420-0007 lot number 24045519 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
E4. The initial reporter also notified the FDA on jun 2024. Medwatch report # (B)(4). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Patient went to the restroom while attached to IV tubing with leucovorin and irinotecan running. When patient exited the restroom, the pump began to sound. The registered nurse went over to check the pump and it states there was an occlusion. The registered nurse inspected the line and noticed there was some fluid coming out of the line attached to the leucovorin. The medication did not touch the patient, only the pump and ground. The pump was immediately paused and clamped. A new line was primed and attached to the patient. Damaged tubing was placed in a bag to sequester.